Manufacturer narrative:
No devices were returned for review with the complaint for an investigation; therefore, the condition of the product is unknown and an evaluation is not possible. The device history records review for the articular surface as conducted and identified no deviations and/ or anomalies. This device is used for treatment. Complaint history search based on the product and lot combination revealed zero additional similar complaints. Risk is addressed through the adverse events section in title package insert, as a part of design control risk management. It states that fracture/damage of the prosthetic knee components as a possible risk. The implants were checked for compatibility with all components found to be compatible with each other. Based on the provided information, the root cause cannot be determined at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised approximately 4 years after implantation due to post-operative breakage of a hinge component.